Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high impedance and high thresholds due to a suspected fracture. The physician decided to explant and replace this lead. The lead is not expected to return. No additional adverse patient effects were reported.